Event description:
On (B)(6) 2011, a literature report from (B)(6) was retrieved describing a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Shafir r, amir a, gur e. Long-term complications of facial injections with restylane (injectable hyaluronic acid). Plast reconstr surgery 2000;106 (5):1215-6. Medical history, skin type and concomitant medications were not reported. The patient received several injections of restylane (amount injected not reported) on an unknown date (reported as "2 months earlier" from the date of the literature report) to the lips and nasolabial folds. The injection was performed by a certified plastic surgeon. Pre-procedure medications used and additional procedures performed at the time of implantation were not reported. On an unknown date, 2 months after the injections, localized swellings that looked like white abscesses appeared at the injection sites, the upper and lower lips, and the nasolabial folds. Two of the swellings ruptured spontaneously, and the treating physicians incised the others (to prevent rupture) and drained them over a period of several weeks. The drained material had a puslike appearance, but the culture results were negative so the treating physicians injected some of the later swellings with unspecified steroids shortly after they emerged. At the time of the article's publication, the patient was still undergoing treatment.

Manufacturer narrative:
Additional PMA/510(k): p040024.